Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer had failed. A field service engineer (fse) confirmed that when the customer logged into the station, user successfully recovered the drawer and tested it multiple times without any issues. The fse opened the back panel, removed the drawer sleeve and mini engine from drawer one, and found sticky medication residue on both components. Both parts were thoroughly cleaned with alcohol swabs. After reassembling and reinstalling the mini drawer components, the customer logged into the station and confirmed successful access to the storage space without any problems or failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es mini drawer17 was failing. The customer reported that there was a fluid ingress. There were no adverse events or injuries reported based on this event.